Event description:
It was reported that the patient experienced a shocking or jolting sensation in his chest and stimulation in his chest, and ribs when the stimulation was greater than 8v. The stimulation caused him to have chest pains and also pressure in his ribs. When the stimulation was less than 8v he experienced a loss of therapeutic effect and no stimulation. He has not had good pain relief since last reprogramming 3 weeks ago. It was noted that he also has a cardiac device. The company representative confirmed that the patient's device was reprogrammed. A lead revision has been scheduled.